Event description:
After pre-imaging of the distal right coronary artery, resistance was felt during withdrawal of the imaging catheter. The lesion was dilated with a balloon catheter and then the same imaging catheter was used for post-imaging. The imaging catheter became stuck on a stent which had been deployed over a year earlier. At first, the physician removed the transducer from the sheath. Next, the physician inserted several wires and tried to pull the imaging catheter up while turning the imaging catheter. The attempts to remove the imaging catheter was unsuccessful. The patient was sent for surgery. During preparation for the surgical procedure, the physician attempted to removal again by turning the 6f sheath, guide catheter and imaging catheter with a wire. The catheter was successfully removed from the patient and surgery was cancelled.